Event description:
On (B)(6) 2011, this (B)(6) yr old female underwent a total left hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. On 06/28/2012 stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrective phenomenon had been determined to affect some of the pts with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. On (B)(6) 2013, this pt was admitted to bsa secondary to a right hip fracture. On (B)(6) 2013, pt underwent revision of the right hip and had the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done. Implant was handed off to mandle urostie. Per chain of custody protocol and taken to amarillo pathology. Implant will be stored at apa four 4 yr statute of limitations. FDA report done on (B)(4) 2013 and sent certified. Will follow as needed.